Event description:
The manufacturer received information of visible foam particles in a repaired device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition to above findings, the third-party service center has found technical findings of damaged ui panel; panel and knob scratched and was replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : evaluated by third party.

Manufacturer narrative:
The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. Complaint is confirmed. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. B5 verbiage has been updated.